Manufacturer narrative:
B3: november 2025 was the reported month/year of the event and there were various days of the event. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There were no signs of an overpressure alarm. The reported issue was determined to user related issue. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the device shows overpressure. There was no patient involvement.